Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath proximal to the suture tie region consistent with friction to the device can. The silicone insulation underneath was undamaged. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis. External abrasion.